Event description:
During the device evaluation, it was found that the coating on the insertion tube surface had come off on the videoscope. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of the issue was due to some kind of stress, such as damage or deterioration of parts without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.